Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that the stimulator was not working well. They clarified they didn't think their therapy was working very well since they had their hip replacement. Patient reported they had a hip replacement, then went to a facility for 6 weeks to recover. Patient said all the time they were there they were leaking a lot. Patient stated they came home and it was still the same and very uncomfortable. When asked about event date, patient did not give a direct answer, and instead went on to talk about symptoms. Agent suggested connecting to ins, but patient did not have their controllers with them at the time of the call or a person to assist, which they said they needed. Patient mentioned they used to have a female manufacturer representative (rep) they would call, but they no longer had their name or number. Patient requested communication with rep for in-person assistance. Agent sent email to local rep with request to call patient back and establish communication.